Manufacturer narrative:
A visual evaluation indicated the distal pigtail was separate in two different places. The first separation was approximately 1.2cm from the distal tip. The second separation was approximately 5.7cm from the distal tip. The first separation was found to go through the first distal sideport hole. The visual evaluation also found that the proximal pigtail had been cut from the proximal sideport hole to the proximal end of the stent. The cut was approximately 6mm long. A lot history search was not performed due to the lot number not being reported. It appears that the stent with the suture was handled in a manner that caused the suture to cut through the distal pigtail in two places and may have contributed to this event. However, the exact root cause of the stent detachment cannot be conclusively determined. Our directions for use state: "the insertion of a ureteral stent should not be undertaken without comprehensive knowledge of the indications, technique and risks of the procedure."

Event description:
On 19-aug-2006, this customer complaint was received and determined to be non-reportable. Upon receipt and investigation of the returned device, as well as subsequent review of the event, this event has been deemed a reportable status.